Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power on the pyxis. The field service engineer (fse) verified the power at the receptacle, confirmed the functionality of the power cable, reseated the cables, and swapped the power supply. Power was restored, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The user unplugged and reconnected the power cord for several minutes, but the device still did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.